Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly causing the pump time and date to be incorrect. During troubleshooting with tandem technical support the customer re-loaded the cartridge, corrected the time and date, and successfully resumed insulin therapy. The customer's blood glucose level was 125 mg/dl.